Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/24/2015 with the following findings: a review of the pump¿s black box data revealed pump reboots. There were multiple battery alarms in the black box and alarm history. The battery compartment was cracked, and had damaged threads. The returned battery cap had damaged threads. The returned battery cap was unable to secure onto the pump, and maintain an electrical connection with the pump. A test cap was used to complete the investigation. The electrical current draws measured within specifications. The pump was opened and no damage was observed inside the pump.